Manufacturer narrative:
Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked, cracked lcd window, and bleeding lcd glass.

Event description:
The customer reported via phone call indicating that their insulin pump was damaged with cracks in the battery compartment. The customer¿s blood glucose level was 65 mg/dl at the time of the incident. Customer treated with food and blood glucose went up to 260 mg/dl. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.